Event description:
During priming practice, the perfusionist found that there was no output from the footpump. There was no pt involved. It was found that the isolation valve set screws were loose. Maintenance was performed and the situation resolved. The unit is functioning properly.